Event description:
It was reported that the patient presented to the clinic for routine follow-up. Upon interrogation, the right ventricular (rv) lead exhibited noise over-sensing which resulted in episodes of high ventricular rate. No intervention was made. The patient will continue to be monitored. The patient was stable.